Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and could not log in. A technical support specialist accessed pes and hsv but did not find any issues. The technical support specialist reset the iis and restarted the es server to fix the problem and called the customer to confirm that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a station was down and was not able to log in. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.